Event description:
On 11/16/2009, covidien was informed of a customer who had an issue with a so called "heparin finished product". (Note: no specific info about product identity was provided in the lawsuit. In addition, the lawsuit is the sole source for the following description of events.) The pt's attorney alleges in the filing that on (B) (6) 2007, the pt was admitted to a medical center to undergo diagnostic and interventional venography at the cardiac catheterization suite. According to the lawsuit, during the pt's admission from (B) (6) 2007 through (B) (6) 2007, the pt was administered high doses of "heparin finished product" over a short period of time which was said to contain a contaminant. On (B) (6) 2007, the pt was re-admitted to the medical center for antibiotic therapy for cellulitis of the right groin secondary to the pt's previous admission procedures and noted left leg swelling. On admission on (B) (6) 2007, the pt was again administered "heparin finished product". During the admissions at the medical center, the pt was also exposed to the "heparin finished product" by way of heparin flush injections. By (B) (6) 2007, the pt developed a low platelet count, prolonged (elevated) prothrombin time (pt) and elevated international normalized ratio (inr), and bilateral painful blue and purple legs and feet. The pt's left leg did not improve, and on (B) (6) 2007, the pt was re-admitted to the medical center. By or about (B) (6) 2007, the pt's right leg and foot improved substantially after completely discontinuing the "heparin finished product". From on or about (B) (6) 2007 through (B) (6) 2008, the pt received ongoing care and treatment allegedly related to complications from the "heparin finished product". On (B) (6) 2008, the pt was re-admitted to the medical center. On (B) (6) 2008, the pt underwent amputation of the left foot allegedly as a result of "heparin finished product" complications.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.